Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e1 (event site name), g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/09/2024. An investigation was conducted on 05/22/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the gray intact silicone insulation of the hot jaw. The gray silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw. The detached silicone was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw"" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000378079 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 started to shred at distal tip of jaw. A new device was opened to continue the procedure. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
E1 (B)(6). Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.